Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the clip applier was used to clip a branch off the vena renalis. After placing the clip, the device could not be opened. The device was stuck on the branch and after putting extra force on the handle, the device opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Feed link. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clips could not be fed after multiple activations of the trigger. The jaws opened and closed as intended, no opening issued were observed. The instrument was disassembled in order to evaluate the condition of the internal components and the feed link was found to be damaged; this condition did not allow the clips to be fed into the jaws. However, no conclusion could be reached as to what may have caused the damages at the feed link.